Manufacturer narrative:
There was no documentation in the medical record supporting a possible association between the fresenius dialysis products and the outcome of death. However, there is a certain association between the patient¿s co-morbid diseases of essential hypertension, heart failure, peripheral vascular disease, atherosclerotic heart disease of native coronary artery, and the outcome.

Event description:
Per the received medical record titled "esrd death notification", the patient died on (B)(6) 2016 at home. The modality at time of death was ccpd therapy. The primary cause of death was atherosclerotic heart disease. Renal replacement therapy was not discontinued prior to death. The deceased never received a transplant and the patient was not receiving hospice care prior to the death.

Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event.a supplemental report will be submitted upon completion of the plant¿s investigation

Event description:
A peritoneal dialysis nurse reported that a patient died in his sleep while connected to his cycler. The nurse reported that the cycler was tested in the clinic with a ¿dummy tummy¿ and did exchanges without any problems. The nurse further reported that the death was not related to the cycler or peritoneal dialysis therapy. The esrd death notification provided by the patients treatment facility show the primary cause of death was atherosclerotic heart disease (code 26) and there were no secondary causes.

Manufacturer narrative:
A visual inspection of the returned cycler exterior showed no sign of physical damage. A simulated treatment was performed and completed without any failures or problems. The cycler weighed fill volumes were within tolerance. The cycler programmed displayed fill and drain volume values were within the tolerances. A simulated treatment was performed and completed without any failures or problems. The system air leak and valve actuation tests passed. The load cell and verification were within tolerance. The patient sensor calibration check passed. There were no internal inspection discrepancies. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the record review confirmed the labeling, material, and process controls were within specification.